Event description:
A (B) (6) female pt reported experiencing an ocular infection she felt was related to use of complete multi-purpose solution easy rub formula with her acuvue contact lenses. As she was experiencing ocular redness and tearing, and her visual acuity had declined od, she sought treatment from an ophthalmologist on (B) (6) 2009. She was told to discontinue lens wear and diagnosed with viral conjunctivitis and nummular keratitis ou, and was prescribed nevanac tid. Her viral conjunctivitis resolved by her next visit (B) (6) 2009, but the dr continued use of nevanac for an add'l week. Medical records note that the pt was denied a prescription for lenses during this time as she had an active infection, and that her o.d. Had reported a change in visual acuity od. The pt again sought treatment on (B) (6) 2009 complaining of ocular redness, dryness, and a foreign body sensation od. She was diagnosed with nummular keratitis with superficial punctate keratitis od and prescribed fml 4 times a day for 1 week. The pt also reported using clear care solution to disinfect her lenses. At last report, the pt's symptoms have completely resolved.

Manufacturer narrative:
A review of the mfg records for the reported lot was performed; no deviations were noted and the product met all specs. Chemistry eval results of a retained unit from the reported lot were within specs. Chemistry eval results of the complaint unit were within specs. Microbiology eval of a retained unit from the reported lot showed the solution to be sterile. The complaint unit was returned opened and microbiology results showed that the sample was not sterile.